Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced atrial flutter with a pulmonary artery diastolic pressure in the 130's mmhg and went into ventricular tachycardia (vt) and decompensated. The impella p level was increased from p2 to p8 and the patient was taken to the operating room and placed on venoarterial extracorporeal membrane. The patient progressed with no further indications of heart block or ectopy.